Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period ((B)(6) 2019 through (B)(4) 2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. To fix the issue, the fse replaced the power control board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) failed electrical test 51. The unit alarmed for the reported malfunction. The event caused by user error with no serious injury or death. There was no patient involvement, and no adverse event reported.